Manufacturer narrative:
The device not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value of 474 mg/dl with feelings of lightheadedness, dizziness, and nausea. There was reportedly no medical intervention required. The patient reportedly was able to prime the pump; therefore, there was no indication of a pump malfunction and the patient remained on insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia due to training misuse as the patient was not using the cartridge per instructions for use.